Manufacturer narrative:
There is no system malfunction that caused this injury. The unit was returned to service without repair. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The ge healthcare service representative reported the unit was accidentally pushed by another ge healthcare service representative into his right heel. The injured service representative required 30 stitches to his heel.